Event description:
According to the reporter, after operation was carried out in accordance with the standard process of the central venous catheter, they have connected the catheter to the dialysis machine. During dialysis, they found a damage/blood leakage at the junction of the bifurcate and arterial extension tube. There was no leak on the bifurcate. There was no luer adapter issue. There was no cleaning agent used on the device. Prior to use, flushing was done and prior to product placement/insertion, the insertion site was treated following the normal management procedure (the sheath was triple-expanded, and the catheter was implanted). Tego was not utilized. There was nothing unusual observed on the device prior to use. It was stated that there were no other defects/damages found on the product where the leak was observed. There were no other products being utilized with the device. The patient also had a re-operation to replace the entire catheter and resolve the issue. The procedure was completed. There was no blood loss. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted there was a disconnection in the extension tube which led to a leak. Functionally, a water bath test was performed to observe leakage. The end was clamped, and a syringe was used to inject air to observe leakage. Air bubbles were present on the extension tube of the red luer adapter, a hole was noted. The blue luer adapter passed with acceptable results. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after operation was carried out in accordance with the standard process of the central venous catheter, they have connected the catheter to the dialysis machine. During dialysis, they found a damage/blood leakage at the junction of the bifurcate and arterial extension tube. It was stated that there were no other defects/damages found on the product where the leak was observed. There was nothing unusual observed on the device prior to use. There was no luer adapter issue. The catheter was repaired, and there was no cleaning agent used on the device. Prior to use flushing was done and prior to product placement/insertion the insertion site was treated following the normal management procedure. Tego was not utilized and there were no other products being utilized with the device. The sheath was triple-expanded, and the catheter was implanted. The patient also had a re-operation to replace the entire catheter and resolve the issue. The procedure was completed. There was a treatment required as a result of the leakage. There was no blood loss. There was no reported patient injury.